Event description:
It was reported the ipg had intermittent communication with external devices due to significant weight loss. As a result, the ipg is moving in the pocket. Follow- up identified the ipg pocket was revised on (B)(6) 2013. The communication issue has resolved with surgical intervention.

Manufacturer narrative:
Eval results: the complaint was not confirmed. Visual inspection revealed a few scratches on the can. The set screw septums were not cored. Slight discoloration in lower and upper septum of the header assembly. Both set screws are intact. Ipg was charged using lab charging system was able to detect the ipg and the ipg accepted the full charge. The ipg was tested to mfg specifications using the auto-tester. The ipg passed all tests on the auto-tester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.